Event description:
This study compared the results of multiple veno-arterial extracorporeal membrane oxygenation (va-ECMO) procedures using proglide devices. The intention of this study was to compare the vascular complications of va-ECMO procedures using proglide devices versus procedures using surgical repair for closure. The rate of vascular complications were low; however for proglide, included the following: unspecified failures, infection, and bleeding requiring the use of hospitalization and unspecified intervention. 51 deaths also occurred; however, none were related to the use of proglide devices. The article concluded that the use of proglide device had a lower incidence of vascular complications during va-ECMO procedures than the use of surgical repair, especially when using the pre-close technique. Specific patient information is documented as unknown. Details are listed in the attached article, "perclose proglide closure devices vs. Surgical removal for veno-arterial extracorporeal membrane oxygenation decannulation: a meta-analysis." No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. The production records for this product could not be reviewed because the part numbers and/or lot numbers were not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. A definitive cause for the unspecified device issue could not be determined. Based on the case information, a conclusive cause for the reported patient effects of infection and hemorrhage, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date d4: the UDI is not known as the part and lot number were not provided. Attachment: article titled, "perclose proglide closure devices vs. Surgical removal for veno-arterial extracorporeal membrane oxygenation decannulation: a meta-analysis."